Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recurring no delivery alarms. The customer stated, the alarm would occur after an infusion set change. The customer stated insulin was able to exit during a fixed prime. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.